Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 240 units of insulin, and the fill estimate decreased to zero. The customer's blood glucose level was 351 mg/dl, which was addressed with a correction bolus. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Subsequently, the customer reported that the insulin pump continued to be used for insulin therapy.